Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery using a penumbra system 5max reperfusion catheter and a penumbra system 5max separator. During the procedure, the physician was unable to remove thrombus using another manufacturer's thrombectomy device. The physician attempted to use the adapt technique using the 5max catheter, however, it was unsuccessful. The physician then successfully used the 5max separator with the 5max catheter to aspirate thrombus. A subarachnoid hemorrhage was noticed and oldamin was administered. The procedure was successfully completed. The physician commented: the perforated during the operation of the separator of penumbra system was developed subarachnoid hemorrhage. But I determined it as asymptomatic.

Manufacturer narrative:
Perforation is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00430. The hospital discarded the device.